Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call power error detected alarm on the insulin pump. Customer¿s blood glucose level was 130 mg/dl. Troubleshooting for power error detected alarm was performed. Customer was advised the internal power source was unable to charge. Customer advised the power error detected alarm recurred within a week of troubleshooting and the issue remained unresolved. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the sleep current measurement, active current measurement, and displacement test. The power management tool confirmed pump error 25 alarms were triggered when backup battery loaded voltage was less than 3.5v for 4 consecutive hours due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector on electrical board. The insulin pump was monitored and functioned properly. No unexpected power error 25 alarms noted during testing. Pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.